Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the patient first started experiencing the issue on (B)(6) 2017 or (B)(4) 2017 as previously reported. It was noted that the patient experienced confusion and lethargy which was previously mentioned. The cause of the issue was unknown. Actions/interventions included emergency medical service (ems)/transferred to the hospital. It was unknown if the issue was resolved. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported the patient's wife stated that her husband's device was malfunctioning. No symptoms were reported. Event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had slow responses following the refill. It was unknown what environmental, external, or patient factors may have led or contributed to the issue and it was unknown what diagnostics or troubleshooting occurred. The medics were called and the patient was seen for follow-up at the hcp office on (B)(6)2017 with no reported issues. The event was considered resolved and the patient was noted to be "alive - no injury". The patient's weight was reported to be (B)(6)pounds, which conflicts with the patient's previously reported weight at the time of the event. No surgical intervention occurred and none was planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-jan-29. It was noted that since the patient started using the pump, he saw a neurologist who did testing which came back with lewy body dementia using a datscan to take pictures of the brain. It was noted that the dementia gave symptoms of parkinson's, and the patient wondered if either the scs or pump would help those symptoms. It was reported that the patient had been sicker than sick since the refill on (B)(6) 2017. It was specified that the patient had the worst two months of illness and didn't know what it was. The patient reportedly wanted to try a spinal cord stimulator (scs), but it would take 2-3 weeks to get that sorted out. The patient was reportedly seeing a new healthcare provider on (B)(6) 2018. Per the patient, their medication had been turned down to 200mcg/ml. It was later clarified that the concentration was 200mcg/ml and "they put it under 100mcg/ml." At the time of report, it was 0.99 or 0.98mg/ml. The patient was reportedly told that they couldn't shut the pump off because it had to stay running. The patient was a little afraid of the pump so he was weaned off medication to the point where the pump was still putting a little medication in, but not to the point where all the pains come back. The hcp had performed fluoro scopy and showed the patient the connection of the pump and catheter. It was asked if there was a way to have the pump removed and looked at by the manufacturer, and it was also asked if the pump could be removed at the time of the scs implant if the scs "covered beautifully." Per the patient, the hcp told him that having both the pump and scs was a good idea because "if one misfires you have a backup." It was noted that the patient was still fatigued, not sleeping well, and was a little fuzzy headed. Everything had reportedly been normal until the refill on (B)(6) 2017. It was further reported that the patient went to the ER a second time in early (B)(6) for their arms and legs. The patient couldn't sit down or stand up, and "they were flying all over the place." Per the patient, they looked like someone who belonged in the circus. After 10 hours of that, the hcp reportedly sent the patient home and said "you're complicated, I can't fix you, you're okay, go home." The patient was a little suspicious they "got a bad script" because of the symptoms. In the middle of (B)(6), within 6 weeks of the recent refill, the hcp reportedly read the amount of dilaudid inside the pump to see that it wasn't leaking and to be sure it was filled to begin with. Within 6 weeks, the pump "had used about 1/3 of the pump." Per the patient, that was way too much.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient was receiving dilaudid at an unknown dose and concentration. It was reported the patient had a refill yesterday [(B)(6) 2017] and the patient was in the hospital on (B)(6) 2017. Besides the pain, the patient had early onset dementia and did a lot of sleeping because of it. The day before the pump refill, the patient was going through a battery of tests, so it known the patient would be sleepy. It was confirmed the patient's pain began prior to the pump implant. It was also confirmed that the early onset dementia and battery of tests were unrelated to the pump or therapy. It was then reported that when they filled the patient's pump, they were not getting much back and it was stated "she got bubbles back". The pump was filled with dilaudid. Right after the refill, the patient walked out and stated he was going to "throw up and pass out." They sat down and ended up calling an ambulance. The patient was completely lethargic and had difficulty answering questions. It was asked if pump fill medicine could go into a different place besides the pump, and if it could have been put at too fast of a rate. They were told by the patient's doctor that if the medicine went into the pocket, it would go into an area that should not be absorbed by the body. The situation was being addressed by the healthcare professional (hcp). No further issues were reported or anticipated.